Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed the sensor wire was missing as the initializing process would not start. The patient removed the sensor pod and there was no sensor wire. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.